Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Based on the initial report, it is likely that the event was procedural rather than device related.

Event description:
It was reported to nevro that a patient had experienced a dura puncture during a revision procedure. The patient reported intense headaches and nausea. The patient received a blood patch to repair the csf leak. While the patient was in the hospital for the blood patch, the patient had acquired a respiratory infection. Follow up report indicated that the respiratory infection is 90% resolved and the patient is under the care of the primary care physician. The headache has improved and the patient is scheduled for a follow up visit with the implant physician in three months. The device was not explanted. The therapy is on and the patient is receiving great pain relief.